Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 486 mg/dl. The customer stated when removing the infusion set from her site she noticed the cannula was a quarter of an inch long as if it was broken off. Customer states they are unsure if the cannula is still in the skin, referred customer to their health care professionals for instructions. The customer states they attempted to remove the cannula on their own. The complaint: customer declined to troubleshoot for high blood glucose.